Manufacturer narrative:
Additional information received that the reservoir was capped and a new one was implanted during the procedure on (B)(6) 2019.

Event description:
It was reported that the patient experienced a blown out cylinder. The inflatable penile prosthesis(ipp) device was replaced to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a blown out cylinder. The inflatable penile prosthesis (ipp) device was replaced to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.